Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered in the pump module area and on the external of the cassette. Fluid reportedly leaked from a hole in the cassette. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The pdrn stated that the cycler remained with the patient for continued use and confirmed that the cycler set has been discarded and is not available to be returned to the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
A companion product sample was returned to the manufacturer for physical evaluation. During the functional test performed with the companion product sample and a liberty select cycler, a leak from the filter on the male tubing connector was discovered during the priming phase. During the following phases no air bubbles, alarms, or leaks from other parts of the cycler set were detected. After completing the test, the cassette was removed from the cycler and no moisture was found on the cassette nor in the pump module area. The test was completed successfully. The affected component (filter) of this lot was provided by a supplier and not manufactured at a fresenius facility; therefore, this kind of failure mode could only be caused by the external supplier. The leakage found is attributed to this external component from the supplier; the supplier department was notified about this incident. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Based on the investigation findings, the complaint was confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered in the pump module area and on the external of the cassette. Fluid reportedly leaked from a hole in the cassette. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was not able to complete peritoneal dialysis treatment on the day of the reported event. The pdrn stated that the cycler remained with the patient for continued use and confirmed that the cycler set has been discarded and is not available to be returned to the manufacturer.